Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen was frozen and there was a siren on pump that could not be cleared. Customer's blood glucose was 120 mg/dl. Customer was advised to change battery and insulin pump received a button error alarm and buttons were not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No frozen screen, blank display, button error alarm or restart anomalies were noted. The pump had intermittent esc and act button response due to corroded keypad traces. The pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip, a peeling address/serial label and a missing end cap sticker.